Manufacturer narrative:
The complaint sample has not been returned for evaluation. The investigation concluded no issues were observed during manufacturing and all testing requirements met the specifications for this lot. This report is made by fch without prejudice and does not imply any admission or liability for the incident or its consequences.

Event description:
On 09-aug-2024, a spontaneous report from the united states was received via telephone from a 61-year-old female consumer, who is a physician who used breathe right clear small/medium nasal strips. A long time ago the consumer started using breath right clear small/medium nasal strips for an unknown indication. On an unspecified date in jul-2024, the consumer experienced a rash on the bridge of her nose. On (B)(6) 2024, she started experiencing swelling, difficulty breathing, a facial rash, hives all over, difficulty swallowing, diarrhea, and wheezing. The same day she went to an emergency room (ER) and was treated with epinephrine, steroids, and intravenous solumedrol (methylprednisolone). Blood work and food allergy testing were completed which came back normal. She was admitted and stayed for 2 days with a diagnosis of an anaphylactic reaction. She last used the product on the night of (B)(6) through the morning of (B)(6) 2024. She went to the ER again on (B)(6) 2024 due to experiencing the same symptoms as she had on (B)(6) 2024. She had blood work completed with normal results. She was given epinephrine and steroids and was released with steroids. As of (B)(6) 2024, her symptoms were ongoing but not as severe as when she was in the ER. The reporter was a doctor who noted she had to wear a n95 mask at work and she anticipated looking at the ingredients of the mask. The consumer has an appointment with an allergist in (B)(6) 2024. No additional information was provided.

Manufacturer narrative:
The consumer returned the complaint sample. The complaint sample was evaluated, and the investigation concluded no issues were observed with the returned device. In addition, the investigation concluded that no issues were observed during manufacturing of this device lot and all testing requirements met specifications. This report is made by fch without prejudice and does not imply any admission or liability for the incident or its consequences.